Event description:
It was reported that the patient experienced multiple line block alarms and noticed insulin leakage, which they could physically feel. The patient stated they only checked for kinks in response to the alarms and did not change the infusion site, location, tubing, or cassette. They also reported that the infusion site felt wet when checked that morning. There was patient involvement, but no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.